Event description:
A customer reported she received a reading of 96 mg/dl on her blood glucose meter. Additionally, the customer reported she experienced dizziness, blurred vision and loss of consciousness. The customer also reported she was diagnosed with hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.